Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 8042 implantable bi-ventricular pulse generator (B)(6) 2009. (B)(4).

Event description:
It was reported that noise was observed due to extracardiac stimulation. The lead was programmed off. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.